Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a failed basket deployment led to spline inversion, causing the wire to become stuck and immobile within the catheter. The physician forced the petals into an "olive" configuration and forced into the sheath to remove for manual inspection. New catheter was used with no issue. No patient complications occurred. The device is not expected to return for laboratory analysis since it was disposed.